Event description:
A (B)(6) customer opened a new carton of contour test strips and found the cap open on the bottle of strips.no adverse events were alleged.the test strips are to be returned for evaluation, as exposure to moisture can cause high test results.replacement test strips were sent to the customer.

Manufacturer narrative:
The customer's personal information was not obtained during the call. In order for the MDR to be submitted on time, it was not possible to obtain/provide that information.